Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A physician reported that the day following an intraocular lens (iol) implantation, a scratch/mark was visible on the implanted lens. There was no patient impact. Additional information was provided that the patient's eye is fine. No further information is expected as the physician does not want to be contacted.